Event description:
Vast called to look at PICC. Patient's nurse states that lab was flushing PICC line when saline began squirting out from beneath the hard plastic purple hub. I flushed the PICC line and also had saline spray out from beneath the purple hub. No obvious hole or tear in the PICC lumen. The PICC appears to be compromised under the purple hub. Doctor called and a d/c PICC order was placed. PICC was removed and patient did not need to have another IV placed at this time. Patient tolerated well.

Event description:
Vast called to look at PICC. Patient's nurse states that lab was flushing PICC line when saline began squirting out from beneath the hard plastic purple hub. I flushed the PICC line and also had saline spray out from beneath the purple hub. No obvious hole or tear in the PICC lumen. The PICC appears to be compromised under the purple hub. Doctor called and a d/c PICC order was placed. PICC was removed and patient did not need to have another IV placed at this time. Patient tolerated well. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.